Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer needs to be replaced. The customer canceled the service call at this time.